Event description:
The user reported that the external coil was sitting too close to the behind-the-ear processor and would like the placement revised. The recipient was re-implanted. The user is performing very well with the new device.

Manufacturer narrative:
Device investigation did not reveal any device defect or damage which has been present whilst implanted. Damages found during investigation are attributable to the removal surgery. According to the information received from the field the concerned device migrated post-operatively from its intended position and therefore a revision surgery was performed. During this surgery the device was inadvertently damaged and was explanted. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the external coil was sitting too close to the behind-the-ear processor and would like the placement revised. Revision surgery was performed on (B)(6) 2020. The intention was to revise the position and not to explant the device. However, upon surgery it was confirmed that the device had slid anteriorly toward the ear and slightly into the mastoid defect. The recipient was re-implanted.